Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device after an interventional procedure. Angiography of the femoral artery was not done before the procedure. There was no reported resistance during insertion of the sheath. A good pulsating mark was obtained. The foot was deployed without resistance and mark stopped completely as expected. The needles were deployed without resistance. The sutures were cut from the needles, and the foot was parked. The device was removed up to the guide wire exit port and the knot was formed using the clincher. It was reported that there was strong resistance while pulling the rail suture to advance to knot, however, hemostasis was achieved successfully. The pt then began to complain of leg pain. Angiography of the common femoral artery was performed by the contralateral approach. The angiography revealed an occlusion at the site where vascular closure was performed. At that time the pt went to surgery for knot removal and vascular repair. The pt was still hospitalized as of 2003. The physician states "there was stenosis with plaque at the puncture site, and the foot of the closer s captured the plaque, and then the device stitched the anterior and posterior walls of the artery together, which caused occlusion". There was no report of any further adverse pt sequelae.